Event description:
It was reported that a patient implanted with an impella cp experienced placement signal issues that prompted the team to question signal. The pump was found to be positioned deep, so it was repositioned. The patient also had limb ischemia that was treated by a fem-fem bypass. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation of optical signal issue and limb ischemia has been completed. The impella device was not returned for evaluation. Data log shows no abnormalities reported on all 5s optical signal parameters. Several placement signal low alarms were noted during the case, with observed placement signal trend and pump flow trend. No abnormalities were noted in motor current or positioning. The cause of the optical signal issue was most likely patient condition related, based on data log investigation. The root cause of the limb ischemia was unable to be determined due to insufficient clinical details. B1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30547. H6 medical device problem code 2616 was erroneously entered on the initial manufacturer device report number 1220648-2025-30547.